Event description:
Boston scientific received information that the patient with this atrial lead and implantable cardioverter defibrillator (ICD) heard beeping tones and presented to the hospital. As interrogation revealed two fault codes indicating a "short shock condition" and "charge time exceeded limit", an internal technical service consultant was contacted and recommended verifying this lead integrity. The device was programmed to "tachy mode off or brady off" and the patient was hospitalized for a device replacement. No adverse patient symptoms were reported.

Manufacturer narrative:
When additional information becomes available, this event will be updated.

Event description:
Additional information was received. During the revision procedure, visual observation revealed there was insulation damage of this lead. A decision will be made regarding replacement

Event description:
Subsequently, a lead revision procedure was performed. Visual observation revealed insulation damage and the conductor was exposed from the lead body. It was thought this fracture may have contributed to the short circuit. This lead was partially abandoned and replaced. A further revision is intended to explant the lead in the near future. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, analysis will be performed and this event will be updated.

Manufacturer narrative:
Upon receipt to the post market quality assurance laboratory, only the proximal lead segment was received for analysis. A lead on lead abrasion was confirmed at 98-100 mm from the terminal pin. Dried body fluid was noted through-out the lead lumen. No further detailed testing was performed. The insulation damage and conductor exposed from the lead body was confirmed through visual inspection.